Event description:
On (B)(6) 2022, zoll received a medwatch report (B)(4): patient on coolguard therapy. The coolguard machine made an alarm that was attended to right away by bedside rn and charger. Upon inspection, backflow from insertion site into tubing was noticed. Both cooling port lines were full of blood. Tubing was disconnected and removed. Liter saline bag was inspected and empty. Ccm notified and at bedside to assess. Plan was made to exchange catheter with new one. After removal the line was inspected, and balloon was deflated. FDA safety report ID# (B)(4). The customer information was not provided in the report. Unable to request additional information.

Manufacturer narrative:
Zoll has not received the catheter (lot #unknown) for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed. Seems that around one bag of sterile cold saline was entered the patient's vasculature. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals and should not harm a patient. The customer will benefit from additional training on how to handle suspected catheter leak. The fluid ran into the patient's vasculature is an anticipated event. The event's relationship to the device and procedure is casual.